Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when an impedance test was done on the implantable cardioverter defibrillator (ICD) there was both atrial and ventricular oversensing seen. The device remains in use. No patient complications have been reported as a result of this event.